Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Study test subject reported the string separated from a tampon upon removal. She did not seek medical assistance.